Event description:
The consumer reported a loss of therapy, noting they could not urinate and had retention. The device worked fine until it stopped working the night prior to the report on (B)(6) 2016. Stimulation was not felt but the patient normally did not feel it and it was confirmed to be on. No falls/trauma associated with the event. During the call, the settings were increased to see if it would help.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.